Event description:
Healthcare professional reported unknown side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on base/shell and broken suture tab. Leak test and microscopic analysis was performed which identified, striated opening on base/shell, striated broken on suture tab, missing suture tab and sharp broken on suture tab. Based on the device analysis, the final assessment is: missing suture tab assessed, as inconclusive. A striated broken and opening on suture tab and base/shell assessed, as surgical damage consist in the use of some surgical tool. A sharp broken on suture tab assessed, as an unidentified (tear) opening.

Event description:
Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported tissue expander was "deflated" for an unspecified side. Tissue expansion has not been completed. Device remains implanted.